Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Event description:
Patient had an I & d performed due to pain and possible infection. Products were not removed at this time. Receipt of asr litigation record. Litigation record alleges injury, emotional distress and elevated metal ions. Doi: (B)(6) 2009 - dor: not reported (left hip).